Manufacturer narrative:
There was no iop test failure alarm on the insulin pump. The device passed the self-test, displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery test. The insulin pump had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call iop test failure alarm and low blood glucose. Customer's blood glucose level was 50 mg/dl. Customer treated their low blood glucose with juice. Customer advised a temporary basal was not programmed before the alarm occurred. Customer cleared the alarm by pressing esc and act. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.